Event description:
It was reported that the user experienced hypoglycemia after breakfast when the meal announcement was underestimated, leading the ilet to deliver correction boluses over several hours; alerts were generated, and a prior factory reset had been performed before the event. Symptoms included hypoglycemia, hyperglycemia, sweating, shakiness, and confusion. Outcomes included low blood glucose with a nadir of 49 mg/dl and a reported peak of 309 mg/dl. The user self-treated the low with oral glucose, after which glucose stabilized. Investigation included review of the report and user-reported history. Investigation of this case revealed use-related factors associated with incorrect meal size entry that resulted in subsequent algorithm-driven correction dosing and a downward glucose trend, with device alerts functioning. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement.